Event description:
The initial reporter stated that the pump had a repeated low battery alarm. They stated that they were not able to charge the pump. They stated that this resulted in a delay of therapy, but they did not state how long the delay was. They also stated that the patient was able to supplement, however, the patient did go to the hospital. They did not state if the hospital visit was related to the delay in therapy. Mmdg did follow up with the initial reporter. No additional information was reported and no adverse effects to the patient were reported. [Complaint- (B)(4)].

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because no serial number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report is being filed for the delay in therapy that the patient experienced due to the complaint.